Event description:
The customer contact reported an adverse event while the device was in use. No specific patient information, pump programming, or event details were available. The customer contact reported that the patient was "oversedated, but she is fine now." Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.